Event description:
A reliant balloon was used in a patient for endovascular treatment. It was reported that the balloon could not be deflated during the index procedure. The physician had to puncture the balloon in situ intra-operatively to deflate it. The balloon was successfully removed from the patient. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the event was confirmed; the reliant balloon would not deflate. The root cause of the event was due to device modification (one way check valve added between the y-connector and the 3-way stopcock extension allowing fluid to pass through in only one direction).